Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use the spiderwire. It is reported that during procedure the spiderwire interacted with the nanocross, the physician was unable to remove the balloon back over the wire out of body; the spider had to be remove with the basket along with the nanocross. Evaluation summary: the spider fx embolic protection device was received for evaluation but without any ancillary devices or cine images from the procedure. The spider fx device was received loaded thru the nanocross catheter. The filter basket was in a deployed profile: open sanguine material was noted on and in the filter. The y-manifold of the nanocross device was firmly held a pull force followed by a push force was applied to the spider capture wire: no advancement of either device was noted with either force. The distal end of the nanocross device was firmly held a pull force followed by a push force was applied to the spider capture wire: no advancement of either device was noted with either force. The capture wire outside the catheter was examined: no deformities or abnormalities were noted. The filter was examined: no deformities or abnormalities were noted.